Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The images were provided to medtronic for review. Per the image review report there are no valve load check for this event. The imaging provided confirmed the valve was deployed to 100% and the inflow was severely constrained and an infold was present. A balloon aortic valvuloplasty (bav) was performed to both resolve the infold and the constrained inflow. The evidence confirmed that when the bav was performed it overextended the waist at the peak of the bav inflation. Echocardiogram showed a long axis view confirming a damaged leaflet flailing during the cardiac cycle. The imaging provided confirmed a competitor¿s valve was implanted inside the first valve that had a damaged leaflet after the bav. Valve under-expansion/constrained can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Infolding of the valve (which it is a valve expansion anomaly) was present per the image review. Infolding events are typically related to patient anatomical factors (i.e., calcification level and location, left ventricular outflow tract (lvot) anomalies, bicuspid valve, etc.) And procedural factors (i.e., valve sizing, bav, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deployment process, the struts may cross over and catch on each other while being compressed, which in some cases can potentially cause infolding. The image confirmed the constrained and infolded valve. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely was due to the constrained valve. However, based on the available information, a conclusive cause for the reported constrained, infold and pvl could not be determined. A post bav was performed, the pvl was none - trace and the central ai was moderate - severe. Per the device instructions of use (IFU): ¿in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post implant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus or, for surgical bioprosthetic valves, the manufacturer¿s labeled inner diameter. Refer to the specific balloon catheter manufacturer's compliance chart to ensure that the applied inflation pressure does not result in a balloon diameter that exceeds the indicated annulus range for the bioprosthesis. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." In summary, there was no valve load check for this event. The imaging confirmed the medtronic valve was under expanded and infold was present. The imaging also confirmed there was a post bav performed, however the post bav overextended the waist of the valve, confirming a damaged leaflet flailing which potentially then led to central regurgitation. Unfortunately, information as to the pressure that the 28mm balloon was pressurized to during the bav was not provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that prior to the post-implant balloon aortic valvuloplasty (bav) the paravalvular leak (pvl) was moderate to severe. Following the bav, the pvl was none - trace and the central aortic insufficiency (ai) was moderate - severe. It was though that the guidewire may be holding open the leaflet, but upon removal there was no change in central ai. The patient was not hemodynamically tolerating the ai. The echocardiogram showed prolapsing causing the ai which the doctor referred to as a "loose leaflet". Prior to loading the valve, there was good coaptation of the leaflets. The loading of the valve was routine with no issues or reloads by an experienced loader. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve via direct access, the valve was deployed and was constrained on one side with paravalvular leak (pvl) resultant. A balloon aortic valvuloplasty (bav)was performed with a 28 mm balloon and the valve opened nicely. Central aortic regurgitation was reported and a loose leaflet was noted on echocardiogram. A 29 mm non-medtronic valve was implanted inside the 34 mm valve. No additional adverse patient effects were reported.